Event description:
It was reported that the md inserted a sheath and then the iab. Five minutes after inserting the iab blood was found in the tubing. As a result, the iab was removed and replaced with another iab with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.